Manufacturer narrative:
Medwatch sent to FDA on 12/15/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, burning, stinging, crustiness, and the skin peeling of are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.

Event description:
Patient reported "about 2 weeks after injection" with 1 syringe of juvederm ultra plus xc above the lips in the "upper vermillion border, upper vertical lip lines, corner of perioral, and upper marionettes," the patient's upper lip was described as "swelling up, very, very red, burning/stinging, crusty, and the skin is peeling off." Topical treatment of "salve," clobetasol, and halog have been provided; oral treatment of prednisone was given by the patient's allergist. Symptoms resolved approximately 3 months after injection.